Manufacturer narrative:
H2/h3/h6: the system was serviced in the field and passed all tests. No failures were found. It was noted that the representative checked all of the instruments including the suctions and everything worked perfectly. Codes 10, 213 and 67 reflect this. H2: additional information was received. B5 has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the site did not have the side emitter in the correct position so even though they were able to register the patient and straight suctions, they would get a red screen ("dropping") because the emitter was not close enough to the non-invasive patient tracker. It was reported that the issue was resolved by placing the straight suction so it was seated fully in the divot during verification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument that was used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site is complaining of inconsistent tracking of their straight suctions. There was a reported delay of less than one hour. There is no known impact on patient outcome.